Event description:
A customer contacted beckman coulter regarding discrepant prostate specific antigen (psa) results that were generated by the access 2 instrument. The customer indicated that in 2006, a pt sample was tested for psa and a result of 14.99 ng/ml was obtained. Per customer, the pt's doctor sent the pt to a urologist and their lab tested the pt's sample for psa on abbott axsym instrument and obtained a normal psa result of 0.3 (units unknown). In 01/2007, the pt came back and a sample was collected and tested for psa; the result was 14.51 ng/ml. Five days later, the customer collected 2 samples from the pt for psa testing: one was tested on the access 2 instrument and the other one was sent to a labcorp. The access 2 result was 3.43 ng/ml. The labcorp result was 14.8 ng/ml. The customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event. Add'l clinical pt info was not supplied by the customer.

Manufacturer narrative:
Qc was within specifications. However, exact qc data was not provided. System checks performed on: 01/02/07, 01/06/07, 01/09/07, and 01/23/07 were within specifications. The samples were collected in gold top, bd, sst tubes and centrifuged for 10 minutes. The customer did not have pt sample for add'l testing. Service was not dispatched to the customer lab. The fse asked the customer via telephone to perform precision testing and produced results were acceptable. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.